Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). Further information has been requested but no response has been received by the user facility. No service on the ventilator has been requested. Information about the current status of the ventilator has not been provided. The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement". According to received information, one of the wheels of the ventilator was not locked. It is unknown if the ventilator was placed outside or inside the safety line at the time of the event. Previous investigations of similar complaints have shown that the ventilator can be attracted to the mr scanner if the wheels are not locked, or if the ventilator is placed inside the safety line. Our conclusion is that the incident was most likely caused by the user not following the requirements for use of the ventilator in mr environment.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
A user facility medwatch (ref # mw5083095) was received stating that: "MRI approved servo-I ventilator was pulled in to the bore of 3t MRI unit at hospital. No patient was involved and no associated injury occurred. The MRI staff had approved a respiratory therapist (rt) to enter zone 4 of the MRI unit to set up the ventilator for a scheduled ICU patient. The rt proceeded to set up the ventilator in the designed area next to the scanner. After positioning the unit the rt went to place the lines required in the wall access points, noted pulling from the unit. She attempted to prevent the unit from being pulled into the unit but was unsuccessful. The ventilator went inside the MRI unit and lodged in the bore. The post-incident investigation noted that only one brake was fully deployed on the ventilator allowing the system to pivot on one wheel and enter the bore of the magnet. There are no supporting guidelines or recommendations from the manual to tether equipment within the MRI suite - even after an FDA event report from 2011 that spoke to the need for tethering equipment. Ongoing investigation with ventilator manufacturer to improve safety." (B)(4).